Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during initial testing. However, after the device was disassembled to isolate root cause, the reported problem could no longer be duplicated. The device was put through extensive testing and the reported malfunction could not be duplicated. The suspect bridge board was evaluated; however, testing of the bridge board was not able to duplicate the malfunction. The bridge board was replaced as a precaution.